Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) lead suture broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during an anterior sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, a bard suture was loaded into the capio device. When it was fired, the suture jammed into the capio device and the suture broke. The needle was left inside the patient. A second capio device and a capio suture was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a capio device was used during an anterior sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, a bard suture was loaded into the capio device. When it was fired, the suture jammed into the capio device and the suture broke. The needle was left inside the patient. A second capio device and a capio suture was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.